Event description:
It was reported that "rep not at case, was given info by hospital. Device was plastic not radiopaque. Tibial impactor has plastic on the end of it and a chip came off. Dr states that she saw chip come off. Dr states that she saw chip fly off out of corner of her eye. Dr reports very low risk of product retained in the patient, but piece was not retrieved. They copiously irrigated with saline. The knee was inspected and no foreign body was detected."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.